Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (component code, clinical code, type of investigation).

Event description:
It was learned through implant patient registry and medical record that a 27mm 11500a aortic valve in aortic position was explanted and replaced with a 25mm 11500a aortic valve after an implant duration of 3 years, 10 months due nonrheumatic aortic valve stenosis. Patient presented with chest pain. Avr was successfully completed, and patient was discharged to home in stable condition on pod# 7.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve in aortic position was explanted and replaced with a 25mm 11500a aortic valve after an implant duration of 3 years, 10 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (clinical code, type of investigation, investigation findings, and investigation conclusions). Per doc-0249432, stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical record that a 27mm 11500a aortic valve in aortic position was explanted and replaced with a 25mm 11500a aortic valve after an implant duration of three (3) years, ten (10) months due nonrheumatic aortic valve stenosis with evidence of chronic leaflet thrombosis. Patient presented with chest pain in left ventricular heart failure (nyha iii). Avr was successfully completed, and patient was discharged to home in stable condition on pod# 7. Intraoperatively, upon visual inspection of the aortic valve, the leaflets were noted to be stiff with significant decreased excision of the leaflets. Surgeon noted evidence of chronic leaflet thrombosis. The valve was excised and replaced with a 25mm 11500a aortic valve. Patient was weaned from cpb and echo showed good functioning aortic prosthesis without evidence of pvl. Patient was transferred to the ICU in stable condition. Per pathology, explanted prosthetic valve leaflets were tan and slightly granular. Discrete vegetations were not grossly identified.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error ((B)(4)). Engineering evaluation summary: the complaint investigation was conducted, using evaluation summary (B)(4) and triage level 1, in accordance with tca (B)(4). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required per (B)(4). All pertinent information available to edwards lifesciences has been submitted.